Event description:
It was reported that the cartridge was damaged at the cartridge pigtail, interrupting insulin delivery. Customer experienced a high blood glucose (bg) value, though exact number could not be provided, which resulted in a trip to the emergency room (ER). In the ER, customer received insulin treatment with pens and was released from the ER the same day. Customer loaded a new cartridge to address the issue.